Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 2mm on the non-coronary cusp and 5mm on the left coronary cusp. Severe paravalvular leak (pvl) was noted. Three balloon aortic valvuloplasties were performed and improved the pvl to moderate-severe. Subsequently, a second transcatheter bioprosthetic valve, was implanted. No adverse patient effects were reported.